Event description:
The clinician reported that 9 months after the dental implant (ada site 6, type I bone) and bridge (ada sites 2-14) were placed, loss of osseointegration was verified. Exudate (infection) was noted. Clinician debrided and removed granulated tissue. Poor hygiene was evident. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 9 months after the dental implant (ada site 6, type I bone) and bridge (ada sites 2-14) were placed, loss of osseointegration was verified. Exudate (infection) was noted. Clinician debrided and removed granulated tissue. Poor hygiene was evident. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.